Event description:
It was reported to philips that the system did not power on. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not power on. Upon troubleshooting fse found that the system was unable to power on due to a malfunction in the fan tray responsible for converting ac 440v to dc within the main cabinet. To resolve the issue, fse replaced the fan tray and dcps. The defective pdu fan tray was returned to philips for analysis and confirmed defective psu1 due to electrical overstress. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.